Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 valve, paravalvular leak (pvl) was noted. It was decided to implant a 23mm sapien 3 valve, but during the deployment, the of the 23mm sapien 3 valve, the 20mm sapien 3 valve jumped into the left ventricle. Open surgery was performed to retrieve the 20mm sapien 3 valve from the left ventricle. Per medical opinion, the valve embolized because the second valve push the first one during inflation, and the pvl was due to the size of the first valve being too small for the size of the annulus.

Manufacturer narrative:
The device was not returned as it remains implanted, however, the following instructions for use (IFU) were reviewed: IFU, commander delivery system with s3/s3u, ce, and procedural training manual, ous. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for deployed valve exhibits paravalvular leak and thv embolized into the ventricle were unable to be confirmed as no device/imagery/medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. As reported, 'after the implant of the 20mm sapien 3 valve, it was noticed a paravalvular leak. It was decided then to implant a sapien 3 23mm, but during the deployment of the 23mm sapien 3, the 20mm valve jumped into the left ventricle' and 'per medical opinion, the valve embolized because the second valve push the first one during inflation, and the pvl was due to the size of the first valve was too small for the size of the annulus'. In this case, the selected valve size (20mm) was potentially undersize against to the native aortic annulus, so it led to improper seal between the thv and target location (annulus) resulting in paravalvular leak as reported. As such, available information suggests that procedural factors (select incorrect valve size) may have contributed to the complaint event. Per IFU, 'correct sizing of the thv is essential to minimize the risk of paravalvular leak, migration, and/or annular rupture'. Since the undersized valve was implanted, and it was not fully secured onto the target site (native annulus), so the deployed valve could be dislodged from the native annulus, and embolized into the ventricle with further delivery system manipulation through the deployed valve. As such, available information suggests that procedural factors (select incorrect valve size, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.